Event description:
During laparoscopic sleeve gastrectomy surgery, at the point that the anesthetist tried removing the device, there was resistance on the device. Additional force freed the device, however part of the device remained in the patient. It was determined via upper gi endoscopy that part of the device had been stapled to the stomach. During the endoscopy, a portion of the device retained in the staple line was removed. At this point, the procedure was converted from laparoscopic to open and the sleeve gastrectomy was converted to a roux-en-y bypass. A small defect was identified in the esophagus and was repaired. All portions of the visigi were removed from the patient.